Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The pt's anatomy was severely tortuous. The vascular access site was the right femoral artery. The lesion was located in the right coronary artery (rca). The vessel size was 3.0mm in diameter, severely calcified and 85-90% stenosed. The lesion was pre-dilated with a 2.5x12.0mm maverick balloon. Upon attempting to implant a taxus express2 3.0x12.0mm drug eluting stent, the physician was unable to cross the lesion. When the stent delivery system (sds) was pulled back the stent struts flared. The entire sds was removed and the physician successfully implanted another of the same device. There were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.